Manufacturer narrative:
We have not completed our investigation of this event. Upon completion, we will submit a follow-up emdr report internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided. During a scan procedure, the patient sustained an injury while the table was moving through the gantry. The patient was an inpatient who entered the scanner headfirst for the examination. During the scan, the patient reportedly became confused and lifted their arm, resulting in contact within the gantry area and causing a laceration/skin tear greater than one inch to the left arm. The injury required medical intervention consisting of four stitches, which were administered and managed by nursing staff. The patient is reported to be in stable condition and is expected to make a full recovery. Based on the available information, this issue has been determined to be a reportable event.